Manufacturer narrative:
H3: product ID# 97715, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins was replaced due to the charging burden previously mentioned. Patient was gradually charging more often on same stimulation settings. Charging 2x a day before replacing battery. Gave patient different programs, but they still required frequent charges. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
It was reported that the patient has been having issues with charging their implant. Caller stated they saw the patient a month or so ago and told them to call for a new battery pack but the patient couldn't get a hold of anyone. Caller added that when they met with the patient, the implant said the recharge interval should be every 5 days, but the patient said they were charging every other day or the implant would die completely. Caller stated they want to try replacing the battery pack before they consider surgery to replace the implant. Agent asked if the controller was holding a charge; caller stated yes, but the patient was having issues when recharging the implant but did not provide further information. A replacement battery pack was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the rapid implantable neurostimulator (ins) depletion was unknown and ongoing. The patient received the replacement battery pack and also texted the rep 2 hours later stating the ins battery already depleted 10%. The plan was to re-evaluate this week to see if the problem persists. If it does not resolve with a new battery pack, they will be replacing the ins. The physician is aware of the internal battery depletion. The rep will be advised if the replacement of the ins is needed. Additional information was received from a manufacturer representative (rep). It was reported that the recharge diaries were not dated correctly, therefore, they were not too sure how accurate it was. According to the energy, it should have only been charged every 5-6 days. The rep stated that replacing the battery pack did not resolve. The patient is being scheduled for a replacement with their healthcare provider (hcp). The old battery will be returned for analysis. Additional information was received from a manufacturer representative (rep). It was reported that they first met the patient on (B)(6) 2024 where patient did say they were charging often but they did not see any device issues. They thought charging every other day was acceptable provided patient¿s settings, however, since patient¿s programmer did not have the correct date & time, they could not confirm any of the allegations. Rep put patient on ld programming and asked patient to get the external device replaced if needed and to call patient services (pss) if they still was not satisfied with the issue. Rep met with the patient again on (B)(6) 2025 where patient was still complaining of recharging too often despite getting new external device. That¿s when possible device replacement was first discussed. Patient did say they themself could not call into pss to get any troubleshooting. Rep stated patient is very familiar with the charging process so patient education is not an issue. Rep did not know the cause and thinks they first became aware of the reportable issue on 1/27. Rep repeated that patient and their healthcare provider (hcp) are in the process to get the replacement approved. No dates available yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.